Manufacturer narrative:
During the evaluation of the device at the third party service center, the internal battery was found to be faulty. The ventilator's internal battery was replaced to address the issue.

Event description:
The ventilator was returned to a third party svc ctr for eval. The device was not in pt use.